Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The part was inspected under a microscope and tip of the driver was not damaged. A screw was attached to the tip and there was no play or movement. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a 4.75 solera driver that was reported by the site to be stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.